Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a pd infection which was manifested by cloudy fluid. The cause of the event was not reported. The specified site was unknown. It was not reported if the patient was hospitalized for the event. The patient received an unspecified intraperitoneal drug for treatment. At the time of this report, the patient was recovered from the event. Action with pd therapy was not reported. No additional information is available as the reporter declined follow up.